Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: the report of pump thrombosis could not be confirmed as heartmate ii lvas, serial number (B)(6) , is not available for investigation. A specific cause for the report of pump thrombosis, hemolysis, and anemia could not be conclusively determined through this evaluation. In addition, a direct correlation with (B)(6), could not be conclusively established. It was reported that the patient came back to the hospital because he was tired. No alarms were associated with this event. It was noted that tiredness was the only symptom that the patient experienced, and the cause was reported to be anemia without bleeding. It was also reported that the patient had hemolysis and a positive pump speed ramp test, which was considered to be the probable start of pump thrombosis. The patient was given a transfusion for the anemia, and heparin was used to treat the thrombosis. It was reported that the patient had a better situation after 72 hours with heparin and he was doing well with stable hemoglobin. The patient remains ongoing on (B)(6), and no further issues have been reported at this time. The heartmate ii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came back to the hospital due to tiredness and the patient received a transfusion. The patient's tiredness was due to anemia without bleeding and hemolysis. A ramp test was performed which came back positive. The event was considered device related with a probable start of pump thrombosis. Heparin was used to treat the thrombosis. The patient had stable hemoglobin levels and was reported as doing well after 72 hours with heparin.